Event description:
It was reported that the patient was experiencing inadequate stimulation which was improved by reprogramming. The patient was also charging for longer periods of time. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.